Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. However, as no devices were available for evaluation, the root cause could not be determined conclusively.

Event description:
A company representative reported that a "tulip popped off of the pelvic bolt and a rod broke." Patient has been revised. This record represents the broken rod.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
A company representative reported that a "tulip popped off of the pelvic bolt and a rod broke." Patient has been revised. This record represents the broken rod.